Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device replacement, externalized conductors were observed. Electrical parameters were fine. The lead was capped and replaced. The patient condition is fine.